Event description:
From 1992 to 1995, rptr had worsening allergic reactions. Her hands used to itch when she wore latex gloves. Then she had sinus problems, runny nose, eye irritations, strange rashes on her face and neck, and finally she started having breathing problems. She made trips to employee health and it wasn't until she had difficulty breathing that they tested for latex allergy. Previously they gave her benadryl. She now wears an alert bracelet. She may also be allergic to penicillin, demerol and aspirin. (Also see 1008951).